Event description:
Siderail does not lock. Tech found that the shoulder screw holding release arm assay was loose, tightened screw. Tech checked all siderails, secured and lubricated. This resolved the issue.